Event description:
A customer reported the tip of the cutter to be broken when the vitreous was cut. The foreign body, which seemed the broken part of the cutter, was floating in the eye. At first, the surgeon didn't know what it was, but she realized that tip of the cutter was broken because the excision efficacy worsened during vitreous traction. The procedure was completed with no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Complaint evaluation performed on the returned sample resulted in confirmed conclusion. The probe was found to be broken at the port area. The inner cutter was extended forward to evaluate the extent of over-travel and it was determined to be set to the correct position (no head interference) - evidenced by the attached photos. A review of the inner cutter exhibit excessive wear - indicating the probe had been used extensively similar to cutter wear of a probe actuated between 30 - 45 minutes. Evidenced by the attached photos. The device history records for the component lots were reviewed. No abnormalities that could have contributed to the complaint were found during the review. The associated lots (3) were released based on the manufacturer' acceptance criteria. The root cause is material failure. The returned sample had a ported needle material failure. The sample also displayed evidence that it was used extensively. An internal investigation has been opened to address this issue. (B)(4).